Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type catheter. Product ID 8782, lot# serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-aug-2018, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 21-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl, bupivacaine, and compounded baclofen via an implantable pump. It was reported the it rate was increased, on (B)(6) 2021, after the patient reported lack of pain relief with current rates. It was indicated the event was related to the device or therapy and related to the fentanyl, bupivacaine and baclofen. The issue was ongoing. Additional information received from a healthcare provider via a clinical study reported the it rate was increased secondary to persistent pain on (B)(6) 2021. During the pump refill, a significant pump reservoir volume discrepancy was noted: irv:5.7ml arv: 26ml. A catheter access port dye study was planned. On (B)(6) 2021, the catheter was explanted and replaced by an outside provider whose operative note indicated it opioid withdrawal and catheter obstruction. The issue was resolved without sequelae on (B)(6) 2021.